Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was no function after the ubc was switched on.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the universal battery charger (ubc), serial number (B)(6) not functioning after being switched on was confirmed via the returned unit. The ubc was returned and evaluated at the european distribution center on 12nov2021. During evaluation, the reported event was reproduced. An attempt was made to boot the system up; however, when power was applied, the fan started turning but the ubc was not responsive. The main pcb and logic pcb were replaced which resolved the issue. Preventative maintenance was performed on the device. A full functional checkout was performed, and the unit passed all tests. The main pcb and logic pcb were forwarded to ppe for further analysis. Ppe evaluation of the returned logic pcb and main pcb revealed that the main pcb was in working condition. On the logic board, the j2 connector was electrically compromised. The component was outputting insufficient voltage to the display module pcb on the ubc. Several pins were not measuring the intended voltage when the ubc was powered on, confirming the reported event. The voltage leading up to the j2 connector was as intended, indicating that the j2 connector on the pcb was electrically compromised. No further testing could be completed on the component as it could not be removed/replaced. The reported event was determined to be caused by a compromised component on the ubc logic board pcb; however, the root cause of how the component was damaged could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate universal battery charger (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate universal battery charger IFU (section 3.0 ¿charging batteries¿) instructs users on how to properly charge their batteries within the ubc and on how to check the battery/ubc status when charging and how to properly use the ubc. The heartmate universal battery charger IFU instructs users to not use a damaged ubc, and to obtain a replacement if necessary. Section 6.0 routine inspection and cleaning within the IFU instructs users to bring the ubc to an authorized service technician for a thorough safety inspection that includes (but is not limited to) a functional test of the device. Users are not encouraged to use a ubc if it does not appear to power on. No further information was provided. The manufacturer is closing the file on this event.